Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "defib charging error" and "defib disabled" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was evaluated by zoll azm. The customer report of "defib charge failure" and "defib failure" error messages were not reproduced during testing. The device successfully passed functional testing with no discrepancies identified. The returned battery was tested through multiple shock deliveries and no faults were observed. Review of the device logs confirmed occurrences of the reported error messages during the event; however, no assignable root cause could be determined. The processor/bridge/pace (pbp) board was replaced as a pre-caution. The device was returned to service after successfully meeting all performance specifications. Analysis for reports of this type has not identified an increase in trend.